Manufacturer narrative:
Clarification for b3: date of the event was provided as either (B)(6) 2023. Clarification for d4: lot number 45939ww10 was provided, which could not be populated in the system. Hence captured the catalog number as unk keller funnel2. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a the device was not used.

Event description:
Healthcare professional reported "keller funnel2 tore at the seem¿ with the implant ¿not slipping off the funnel¿ during the insertion process.